Event description:
It was reported that the pump exhibited force sensor test - won't calibrate force sensor. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. The pump was in excellent condition and there was no apparent contamination. Event history log (ehl) showed force sensor test error. Power up process and calibration verification test were performed and the reported problem was duplicated; force sensor readings were fluctuating and out of calibration. Root cause could not be determined. Actions were taken to mitigate the reported issues: replaced the left plunger case; replaced plunger cable, left plunger case and plunger board; performed calibration on the pump and passed. A corrective and preventative action has been opened to address the reported issue.